Manufacturer narrative:
Reference CAPA-20-00141.

Manufacturer narrative:
The device was not returned to edwards for evaluation as it remains implanted. The device history record (DHR) was not able to be reviewed as the device serial number is unknown. Bioprosthetic tissue valves can deteriorate with time and eventually fail contributing to regurgitation and/or stenosis. There can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd), a common reason for bioprosthesis explant or reoperation, encompasses multiple failure modes, including calcific and non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes, occurring singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis. A definitive root cause could not be determined; however, it is likely that patient related factors and the progression of the underlying valvular disease pathology contributed to the event. Edwards lifesciences will continue to monitor all reported events. No further actions are required at this time.

Event description:
Edwards received information that a patient with a 19mm aortic valve implanted approximately five years is considering valve-in-valve procedure. Patient was reported to have early stenosis on four year follow up echo. It was reported patient recently had cardiac arrest due to complete heart block and was still recovering in hospital. An echo was performed in ICU which showed that the valve looked significantly worse. Patient's family member stated the 19mm valve needed to be replaced.